Event description:
It was reported that during inspection this stretcher the jack of the fowler section on the stretcher was not working correctly and was replaced. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The user facility reported the fowler jack did not function properly and that they replaced the cylinder. Evaluation coding has been provided based upon the info provided by the user facility. Should additional info be obtained, a follow-up medwatch report will be submitted.